Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient said the surgery was very difficult and the recovery has been rough. Patient said it has been kind of challenging to get help from the field reps and get answers. Pt states were good before device and just gave up on her. Patient asked if there is something that has to be done at 6 weeks. Agent reviewed there is no set time and it depends on the facility and healthcare provider when they want to see the patient. Patient mentioned she had some problems with the stimulator so made some of her own changes. Pt states during the trial it was on a the whole time when they set it up and the nerve pain got so bad. The worst nerve pain was on the right side of body and it has moved more toward the left side of the body since stimulator and hcp said to make adjustments, agent reviewed the different groups target diff locations. Patient was in so much pain they could hardly move during the trial and after the surgery. Patient is good with pain and takes no medicine unless it's necessary and they have lived with pain by doing exercises. Patient called healthcare provider office several times a day for a week asking for someone to call her back and no one called her back. Patient did not see anyone post op when they were in the hospital for 48 hours almost. Patient had a box after surgery filled with stuff that they didn't know what to do with. Patient took the equipment home and tried everything for hours and was so frustrated. The next morning patient called this number and the girl deserved some kind of medal as they worked with her to set this thing up. Patient didn't even know how to charge it. At 3 weeks the equipment wasn't charged so the girl walked her through a few things and then went to the car to get a little about 3 inches of printed information and patient tried to do it by herself but could not nothing at that 3 week post op appt because of nothing being charged. Pt states trial was great and helped with nerve pain but not with the device now. Pt mentioned her bladder has been bad since the scs device was put in. Pt states one night thought had a bladder infection because of the burning sensation however once lowered the stim went away. Pt states had a follow up and did not have a bladder infection. Pt states she was in tears she had no idea how to use anything as no one explained anything, nothing was charged up. Patient has an appointment with pain doctor on january 8th and they wanted one of the reps to be there. The representative texted patient back and said one of them would be there on jan 8th. Patient will just leave the adjustments the way it is because according to healthcare provider the paddle should be able to adjust to wherever the problem area is. The patient was redirected to their healthcare provider to further address the issue. Pt mentioned the burning across perinium and across legs was so intense didn't know what to do. Pt thought she had to go to ER because of this but decreased and felt a little better. Pt states she went to hcp the next day and he advised to turn off but pt states she instead just lowered to a comfortable level. Pt states no one explained the equipment and just left on the stretcher and didn't explain one thing. Pt again was very upset during call on her care she has had. Pt states she has had pain up until 2 weeks ago post the surgery. Agent went through equipment and how to use equipment. Pt requested information on exercising and what she can and cannot do. Pt expressed dissatisfaction. Pt states she works with law firm and states this has been terrible and will file a complaint.